Manufacturer narrative:
The device history record for lot 1609003 was reviewed and the product was produced according to product specifications. All information reasonably known as of 4 jan 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Per additional information received 18 dec 2020, the pneumothorax was a right tension pneumothorax. The patient was intubated at the time of the incident. Per additional information received 21 dec 2020, the hospital has refused to provide the tracing or the machine for evaluation, however, they have requested additional training, which will be provided in (B)(6).

Manufacturer narrative:
Correction: h10: the tracing provided did not follow typical placement pattern, and customer confirmed unit was functioning as intended; the root cause was determined to be user-incorrect use. All information reasonably known as of 30 apr 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. A review of the device history record is in-progress. All information reasonably known as of 16 dec 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4).

Event description:
It was reported that a misplacement occurred resulting in a pneumothorax in the patient. A chest tube was placed to re-fill the patient's lung with air. This was a covid-19 patient with airway edema, and swollen tonsils. The user had previous training and experience using the equipment. No further information is available at this time.